Manufacturer narrative:
Device evaluation: the device was returned to animas and evaluated by product analysis on 07/14/2015 with the following results: pump powers with returned battery cap to a dim discolored display.

Event description:
On (B)(6) 2015 the distributor contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.